Event description:
It was reported the patient presented in the or for a generator change out. During the procedure, multiple attempts to remove the atrial lead from the header were unsuccessful. The header was suspected to be stripped. The device was explanted and replaced. The patient condition is good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported difficulty in removing the atrial lead was not confirmed in the laboratory. The device was returned without the aring set screw; without return of the aring set screw, the cause of the reported field event could not be determined. Septum material was noted inside the lvtip set screw cavity that resulted in difficulty tightening the set screw.